Manufacturer narrative:
The pump was received with no vibration during self-test due to broken black wire on vibrator motor. The pump functioned properly during rewind and basic occlusion, occlusion, prime, the excessive no delivery, displacement, self-test, unexpected restart error test and the entire operating current test. The pump was received with minor scratched display window and cracked reservoir tube lip.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump had vibration anomaly. The customer states the pump was not vibrating. The customer's blood glucose level was 157mg/dl. The customer was advised the pump would be replaced and returned for analysis.